Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter caused urinary tract infection. Patient had been using the products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter caused urinary tract infection. Patient had been using the products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive due to lack of information. 180 unopened hydrophilic catheters were returned, however, due to international customs restrictions only two samples were evaluated by the supplier. The packages were visually inspected and, no damage or leakage were found. The surface of the catheter shaft was visually inspected the length of the shaft was stroked with fingers, the catheters were noted to be smooth with no any quality defects. The returned samples were typical and compliant to specifications. The coating and shaft materials batch history, extruding batch history, tipping process history, coating dipping process history, eyelets punching history, sterilization process history, and packaging process history records were reviewed and no quality issues were noted. A review of the batch history records for final release inspection showed no quality issues. Although the returned devices were found to be within specifications as unused devices were returned and it was unknown how the devices reacted to the patient's anatomy, it was unknown if the reaction was caused by the device or due to the patient's anatomy; therefore, this event will be inconclusive. A potential root cause for this event could be, "unsuitable material". The reported device was used for treatment purposes, however, the returned devices were not used on the patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter caused urinary tract infection. Patient had been using the products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.